Manufacturer narrative:
The device was returned without the customer's parts and accessories; therefore, it was evaluated with a medela lab kit on (B)(6) 2020, and it passed suction and cycle specifications. Additional testing was performed and the device met specifications after three additional test cycles. Refer to attached evaluation. The customer's report of low suction could not be confirmed.

Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm; and powering on the device with the power supply. The customer was unable to test the pump after troubleshooting, but said she would try it later and call back if needed. On (B)(6) 2020, the customer called back in to medela customer service because the troubleshooting had not resolved the low suction and she indicated she had mastitis twice, one month ago and then again two weeks ago, and had been prescribed antibiotics. The customer was sent a replacement device and return of her original device was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2020, the customer indicated that she developed mastitis on (B)(6) 2020 and again on (B)(6) 2020, but it had since resolved. She indicated that the replacement pump had not been received yet. The customer was offered and accepted contact by a medela clinician. In further follow up with a complaint handler on (B)(6) 2020, the customer indicated she had received her replacement pump, but it was making a squeaking noise. The complaint handler provided the customer with a new case number and troubleshooting tips. In follow up with a medela clinician on (B)(6) 2020, the customer indicated the replacement pump was working well and she had no outstanding issues. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of (B)(6) 2013 to (B)(6) 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2020, the customer alleged to medela llc that her pump in style breast pump had low suction on one side and condensation in the tubing when double pumping. She indicated she usually pumps for about 20 minutes at about the third or fourth dot around the vacuum dial.